Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that stent damage occured. The target lesion was located in a coronary artery. A 2.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient's body, the proximal edge of the stent was found to be lifted, so it was placed before the lesion and the procedure was completed. No patient complications were reported.